Manufacturer narrative:
The impacted product was received by the failure analysis lab on november 13, 2023. The investigation of the returned device was completed by the failure analysis lab on november 15, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, a bubble was observed in the gel of the returned device. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with unknown mentor textured gel implants experienced bilateral capsular contracture and left sided rupture post procedure. The left sided capsular contracture was baker grade iii. The right sided capsular contracture was baker grade IV. As a result, replacement with mentor gel was performed on (B)(6) 2023. See 1645337-2023-13286 for contralateral prosthesis report.